Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg location was causing pain. The patient underwent a revision procedure wherein the ipg was relocated to a lower location. No device malfunction was suspected. Nothing was explanted and the patient was doing well postoperatively.